Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer stated that he was unable to put the network configuration onto the 8015. I walked the customer through the process and nothing. The 8015 still didn't pick up the network configuration. I asked if we wanted to zeroing the 8015 to put the configuration on. I asked the customer was there anything different from the previous network. The customer stated he didn't know. Case resolution: explain to customer that he may need to check with his it department to make sure the configuration hasn't changed. (B)(4).